Event description:
As reported from the journal article "systolic anterior motion of a transatrial transcatheter mitral valve replacement causing left ventricular outflow tract obstruction", there was a 67-year-old female with severe mitral annular calcification (mac) that had underwent a mitral valve replacement and pulmonary vein isolation via right anterior mini-thoracotomy in 2019. The anterior leaflet was resected. Subsequently, the mitral valve was replaced with a 29 mm sapien 3 valve. Despite the tmvr procedure, the patient continued to notice significant shortness of breath on exertion. A transesophageal echocardiogram (tee) was performed revealing a hypertrophic left ventricular cavity with an ejection fraction of 65%. There was no prosthetic or periprosthetic mitral valve regurgitation. The sapien 3 valve stent was noted to be protruding into the left ventricular outflow tract (lvot) which resulted in lvot obstruction secondary to systolic anterior motion of the prosthetic valve leaflet contact with the hypertrophic septum with a baseline gradient of 16 mmhg and rising to 92 mmhg with valsalva. A coronary angiogram performed demonstrated no significant coronary artery disease. The patient underwent a redo cardiac surgery through a median sternotomy with bicaval cannulation. The left atrium was accessed via a transseptal approach. The 29 mm sapien 3 valve was explanted and felt strips and suture material were removed. A transaortic extended septal myectomy was performed followed by mitral valve replacement with a 31/33 mm non-edwards valve. Post-operative transthoracic echocardiogram (tte) showed a well seated non-edwards valve with no paravalvular leak (pvl) and resolution of the lvot obstruction.

Manufacturer narrative:
Per the instructions for use (IFU), left ventricular outflow tract (lvot) obstruction is a known potential adverse event associated with the transcatheter valve replacement (thv). Lvot obstruction in patients who undergo transcatheter valve replacement is a well-recognized postoperative complication. In most cases of postoperative lvot obstruction, the obstruction results from the protrusion of the valve into the lvot or from abnormal subvalvular positioning of the valve. Additionally, lvot obstruction may occur postoperatively if there is a narrowed mitral-aortic angle, or due to a thickened interventricular septum. Other possible causes include a hyper contractile left ventricle or atrial fibrillation. Obstruction of the left ventricular outflow tract can also be caused by patient factors (anterior mitral leaflet protruding into the lvot) or procedural factors (positioning of the valve within the annulus). Inaccurate deployment is generally a result of use error or a combination or patient and procedural factors. In some cases, this would not cause hemodynamic compromise but may result in an increase in the subvalvular lvot gradient. In other cases, lvot obstruction could result in clinically significant hemodynamic compromise that may require additional intervention to correct. In this case, the sapien 3 valve stent was noted to be protruding into the lvot which resulted in lvot obstruction secondary to systolic anterior motion of the prosthetic valve leaflet contact with the hypertrophic septum. The patient underwent a redo cardiac surgery through a median sternotomy with bicaval cannulation. The 29 mm sapien 3 valve was explanted and felt strips and suture material were removed. A transaortic extended septal myectomy was performed followed by mitral valve replacement with a 31/33 mm non-edwards valve. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the native valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct sizing, alignment, and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Although a definitive root cause was unable to be determined at this time, investigation results suggest the protrusion of the sapien 3 valve stent into the lvot and the systolic anterior motion of the prosthetic valve leaflet contact with the hypertrophic septum caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The device was used in off-label implantation in the mitral position. As there are no specific IFU or training materials related to native mitral procedures, the available training materials were reviewed only for information potentially relevant to the device use. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.